Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported issue was a 35v failure via error code in the event logs. The rse determined a replacement of the power management (pm) printed circuit board assembly (pcba) was required. A quote was sent to the customer for repair but the customer later cancelled the quote. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened